Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was returned for failure analysis, but the reported failure could not be replicated. This esm was installed into the test system and running sheath circuit test, shield overcurrent test, sheath defect test, cord and neutral pad connection tests, and 10 power cycles. However, the assy neutral cable will be replaced for precaution.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a neutral pad error occurred, advising that the long side of the ground pad needed to be towards the field. There were no related errors in the system logs. The customer confirmed that the long edge of the ground pad was towards the operative field, and that this is the ground pad they always use. The customer was unable to provide the ground pad information. The technical support engineer (tse) suggested a replacement ground pad, but the customer only had available was an unvalidated megadyne ground pad. The customer proceeded with the case. The issue was escalated to intuitive field service. There were no reports of patient injury.

Manufacturer narrative:
The second energyshield monitor (esm) was installed on the test system and failed with error 32208. All four led indicators kept flashing with amber light instead of two blue and two amber lights. The csm board will be replaced to correct the issue. Intuitive surgical followed up and additional information was obtained: the only corrective action that was taken by the site in regard to the reported system malfunction was to report the issue to intuitive. It is believed by the customer that the issue was due to a bad grounding pad connection. The procedure was completed with the original erbe.

Event description:
Refer to h11 for follow-up information.